Event description:
The customer reported that the 9600 system had a defective battery pack error outside of a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced and the charger was checked during the service call. The system was tested and found to be working as intended and put back into service.